Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? What do you mean by "snapped pds suture"? Did the suture thread break into 2 pieces? Or did the suture thread separate from the whole needle? Or did the needle break resulting in 2 pieces? When did it occur "snapped pds suture"? Pre-op? Or intra-op? When was it noticed "snapped pds suture"? Before use on patient? Or during use on patient, while suturing/tying knots? Any sample available to be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture snapped. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation: during the visual inspection of the sample the suture appeared cut by use of a surgical instrument and the needle was broken in two sections. Evaluation for needle breakage: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.